Manufacturer narrative:
Product analysis found out that the tracker hub became detached from the outer hub which would have resulted in the reported event. The component that became detached is not likely to become un-retrieved device fragment. There were no signs of misuse or mishandling. The tracker hub shall be bonded to the outer hub using adhesive per the manufacturing instructions. When viewed under magnification, there was a residue consistent with adhesive on the mounting surfaces. Although it appears that adhesive was present, the information indicates there was insufficient adhesion which resulted in the component(s) coming loose. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that when opening the product, the em part came off. The inner cylinder part protruded during a ess (endoscopic sinus surgery). There was no patient impact.